Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The mbt revision sleeve broach handle is broken.

Manufacturer narrative:
Examination of the submitted device confirmed the dowel pin has fractured. The investigation could not draw any conclusions about the root cause of the fractured ss dowel pin without the pin to examine. It is suspected the device was dropped or otherwise mishandled. A complaint database search against product code 966521 did not identify any trends of breakage. Based on the inability to identify root cause and the low frequency of reported events, no corrective action is being pursued at this time. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.